Event description:
Using new chemo adapters. The small blue knob was taken off the attachment. This is not supposed to drip apparently, and it did. Also, the blue device that is supposed to close over the attachment has a weak clamp, and I went through 3 before one actually closed. Reference reports: mw5173394, mw5173394-1, and mw5173763.